Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dissection and heart block could not be conclusively determined.

Event description:
Related manufacturing reference: 3005334138-2019-00283. During an ventricular tachycardia ablation procedure an aortic dissection and heart block occurred. During the procedure the advisor hd grid catheter was used to map the left ventricle (lv). When the ablation target was defined the user attempted to insert the ablation catheter through the left branch but could not get the catheter to progress through the aorta. A dissection was suspected in the aorta and a different branch was used to reach the target ablation site and continue the procedure. No intervention was needed for the dissection. Additionally heart block occurred, the right branch did not have conduction from the atrium to the ventricle and the left branch was blocked by the advisor catheter. The procedure was completed with a temporary pacemaker. There were no performance issues with any abbott device.